Event description:
In a discussion with the ep lab radiology technician in 4/2004, the following informaiton was obtained: the pt was being treated for atrial flutter. A 3-d endocardial solutions mapping catheter was inserted through a cordis 8f 10 cm sheath in the left groin and stayed on the left side. A 3-d endocardial solutions mapping catheter was inserted through a cordis 8f 10 cm sheath in the right groin to obtain geometry. The 3-d catheter was removed and the sheath was exchanged with a diag 8f 60 cm ramp sheath (model 406898). The blazer xp (model 4500thk2) was inserted through the daig sheath to perform the ablations. After a series of ablations, the catheter and sheath were removed together, due to excessive char. The procedure was started at 2:30 pm and finished at 4:20 pm. It is unknown whether treatment was successful. The catheter was not removed or whiped off during the procedure, as recommended in the dfu. The devices were not retained. Versed, fentanyl and reglan were used to sedate the pt during the procedure. Heparin: 1200 units bolus, drip at 1200 units/hour for the first fifteen minutes, increased to 1400 units/hour for the next 12 minutes, increased to 1600 units/hour for the rest of the procedure when the maximum act of 227 was achieved.